Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a loss of connection. It was reported that the patient was using an unsupported operating system. No additional event or patient information is available. Data is available for evaluation. A follow-up report will be submitted upon its completion. Labeling indicates: the dexcom g5 mobile application is only compatible for select smart devices and mobile operating systems.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The data log was reviewed on (B)(4) 2018. Data investigation confirmed connection loss on date of issue. The reported complaint for loss of connection was confirmed. The root cause was determiend to be a temporary communication error between the device and the transmitter.